Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI #: (B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the rapid flap broke during an excision of cyst of saddle area. It is reported that there was no delay that exceeded thirty minutes and no injury to the patient.

Manufacturer narrative:
The clamp was returned in bio hazardous condition therefore only a visual inspection through the bag could be performed. The product identity has been confirmed. A visual evaluation revealed that the clamp is intact with no noticeable breaks. Due to the state of the clamp, no functional evaluation could be performed, therefore the complaint is non-verifiable. The most likely underlying cause of this complaint cannot be determined. The DHR (device history records) has been reviewed and no non-conformances were found. There are no indications of manufacturing defects.based on the product evaluation, the following fields were updated: g4, h2, h3, h6, and h10.